Event description:
This complaint is being reported due to an alleged keypad malfunction. There was no report of product misuse. The keypad did not appear to be peeled or torn. Furthermore, there was no adverse event associated with this complaint. Replacement products were sent to the pt.

Manufacturer narrative:
The pump was returned to animas for eval. The results of the investigation were as noted: there was no damage to keypad observed. The 'up/down/contrast' buttons was responsive and spring back when pressed. The 'ok' button was unresponsive and does not springs back when pressed. The "ok" button was noted to be inverted when keypad was removed while the 'down/contrast/up' button contacts are normal. There was evidence of keypad adhesive found under all key contacts.